Event description:
It was reported that during withdrawal from the treatment site, that the distal tip of the recanalization catheter detached from the rest of the catheter and remained in the patient. Attempts to regain access into the cto with various different guidewires and catheters were performed; however, all attempts proved unsuccessful. No further treatment was performed. No report of patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records were reviewed and there was no information to suggest that the reported issue was related to the manufacturing of this device. Based on the event description and result of manufacturing controls, no objective evidence was found to link the event to manufacturing. The sample has been returned for evaluation. The investigation is currently underway.